Event description:
The facility rep reported "failed in line test" found during bio-med testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hospital rep stated that there were no reports of injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if add'l info becomes available.